Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage and stick down could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported via a medsun mandatory medwatch report that on, an unspecified date in (B)(6), a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch generated a leak during patient use. The b-port on the primary tubing connected to a chemolock was found to be leaking once the secondary line was running with the fluorouracil. The infusion was stopped, tried retightening the connection, disconnected, and reconnected the chemolock. The medication continued to leak from under the cl2100 device. The b-port hub stayed depressed when the connection was removed. The original intended procedure was chemotherapy infusion. Set, administration, intravascular. This is not a single-use device that was reprocessed and reused on a patient. This device is available for evaluation. This type of report is a product problem. This type of reportable event is a malfunction. This is an initial type of report. This report was sent to manufacturer. The initial reporter is (B)(6). A biomedical engineer and health professional from memorial care. The contact person is (B)(6) from (B)(6) medical center. The location where the event occurred was at the hospital and patient room. Pgiron 18-sep-2024.